Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h4, h6, h10. UDI #: (B)(4). Catheter was received for evaluation. DHR - lot 3429170, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusions, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician did not find any functional problem with the valve, reported by the customer. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a after implanting a bactiseal catheter, anaphylactic shock was observed. The bactiseal catheter was connected to cetras valve and was implanted as ventricular catheter and peritoneal catheter. After implanting, an anaphylactic shock on the patient was observed. The physician could not deny that the anaphylactic shock was caused by rifampicin and/or clindamycin. Therefore it was replaced both side with a new catheter(our white catheter without antimicrobial).the ventriculoperitoneal shunt was performed due to secondary hydrocephalus, it was about a month after the procedure for brain tumor. The complaint bactiseal catheter and certas was used for ventriculoperitoneal shunt. The bactiseal catheter soaked in saline. At 2:30pm: after implanting the complaint bactiseal catheter (both ventricular and peritoneal side), blood pressure became around 60 and spo2 value dropped 92%. Furthermore, the surgeon administered the vasopressor to the patient, but it was not worked well. The patient became in shock. As swelling on his lip and reddening on his whole body were observed, it was suspected anaphylactic shock. At 2:51pm: polaramine 5mg·solu-cortef 100mg were administered, and the patient¿s circulatory dynamics became stable. At 3:19pm: the procedure was completed once with implanting the bactiseal catheter and certas valve. At 4:03pm: the procedure for revision of bactiseal catheter and certas valve was started. At 4:22pm: new catheters and valve were placed (ventricular catheter and peritoneal catheter and valve. At 5:22pm: the procedure was completed. There was swelling on his lip and reddening on his whole body disappeared by leaving the operation room. His hydrocephalous symptoms recovered on (B)(6) 2019. There was a surgical delay exceeding 30 minutes.